Event description:
This report is based on information provided by a service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging port center pin was damaged. There were no patient involvement and no impact alleged.